Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0778, awareness date 28-aug-2015). It refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in 2009. She stated that on (B)(6) 2012 she found out that she was pregnant. After many tests it was determined that the pregnancy was a miscarriage. She had surgery following the diagnosis and during surgery, doctor discovered that one coil was embedded in her abdominal wall. He proceeded with d and c and removed the coil. On an unspecified date, she went for a checkup and it was discovered that she was still pregnant. She had to receive a medication that would dissolve the pregnancy because it was found in her fallopian tube. After all of this, she was having very bad reactions which lead to a hysterectomy and removal of the second coil. She stated that she is still having reactions due to essure. Ptc investigation result was received on 19-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events/lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed report refers to a (B)(6) female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. According to her, this pregnancy was a miscarriage and she was submitted to a dilation and curettage (d&c). During this procedure one coil was found embedded in her abdominal wall and removed. Later, she discovered she was still pregnant; pregnancy was in her fallopian tube and she was treated with medications. An unspecified time later; she was submitted to a hysterectomy due to bad reactions with the second essure coil. The reported events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). When a pregnancy occurs with essure, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case, no information was provided about hsg. Consumer stated one coil was embedded, this could be an alternative explanation for essure contraceptive failure; however discrepant information was received (consumer stated essure was removed from the abdominal wall via d&c; however d&c is an intrauterine procedure without visualization of abdominal wall) and the exact event's mechanism was unknown (if it occurred before or after pregnancy onset). Nevertheless, considering the ectopic pregnancy occurred 3 years after essure insertion, causality cannot be excluded. This case was considered an incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events/lack of efficacy and a quality defect. No active follow-up will be pursued (case identified during health authority website monitoring).